Manufacturer narrative:
The investigation has been performed by the laboratory on 2019-08-14. During visual inspection it was confirmed that the tyvek cover is damaged. There are two imprints and a hole on the cover. The snap-in hook of the blood inlet connector is bent and matches the damage to the tyvek cover. A welding spot of the insert has loosened from the tray and the snap-in hook damaged the tyvek cover due to shaking during the transport. Furthermore a DHR review was conducted for the lot in question. There was no rework or scrap record performed during production activities. The most probable cause of the failures found is excessive physical force during transport. A trend review was performed. 5 similar complaints were found. Due to this no systemic issue could be determined. The failure was detected during incoming inspection. The product was not used for patient treatment. The event has been reported with a delay due to our retrospective examination of the record. At the time (2019-06-11) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA #: (B)(4).

Event description:
Cardiohelp disposable was received with a puncture mark through the sterile packaging. It is coming from the inside. (B)(4).